Event description:
As reported, leakage in a-rubber was observed. The issue found during an unknown event. There is no patient involvement on this event. Device evaluation found connecting tube has coating peeling (1 mmsq or more). This report is being submitted for connecting tube peeling.

Manufacturer narrative:
Device inspection found cut on a-rubber and due to cut, water tightness is lost. Customer reported issue could be confirm. Furthermore, connecting (insertion part) has coating peeling and found adhesive on a-rubber is detached. In addition, the following findings on the device was noted: due to deformation of s-connector, water tightness is lost. Lg (light guide) lens dirty. Adhesive on a-rubber is detached. Grip is dirty. Control unit is dirty. Sw1/sw2/sw3/sw4 (switch) dirty. Switch box , s- cylinder, s-cover dirty, scratch. Angulation lever is dirty. Ud plate is dirty. Universal cord is sticky. Lg-cover glass has a scratch. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Lg-bundle has breakage. Connecting tube has scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Initial reporter health professional, initial reporter occupation¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon was due to physical stress and/or chemical stress. The user can adequately detect the event by handling device in accordance with the following instructions for use(IFU): "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Occurrence of the suggested event can be reduced/ prevented by handling the device in accordance with the following IFU: "important information ¿ please read before use : warnings and cautions : if it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding and/or perforation. Operation : insertion of the endoscope : if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Compatible reprocessing methods and chemical agents : detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions." Olympus will continue to monitor field performance for this device.

Event description:
Updates on event based on customer response: the issue , event occurred during the reprocessing. There is no procedure involved . No further information provided.

Manufacturer narrative:
This report is being supplemented based on customer response and updates.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 20-dec-2021.